Event description:
The customer reported being hospitalized due to low blood glucose of 21 mg/dl. The customer was experiencing unexplained low glucose for the past week. Troubleshooting was performed. The customer stated that the reservoir has the same amount of insulin that the status screen shows. The customer's recent glucose reading was 36 mg/dl, and she has treated with glucose tablets. While going over the programming with the customer the call was disconnected, and no further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.